Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.